Event description:
This device was explanted due to frequent baseline wander and noise, such that an underlying rhythm cannot be identified. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts and showed an intermittent loss of signal since july 27, 2025. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields might have led to a component damage. Should additional relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
16-sept-2025 additional information of no signal after MRI. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The secgs recorded by the device contained non-physiological artifacts and showed an intermittent loss of signal since (B)(6) 2025. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. Finally, the device was opened and subjected to further investigation. A visual inspection of the inner assembly showed no anomalies. In summary, the analysis revealed no indication of a device malfunction. The root cause was not conclusivly determinable. It cannot be excluded that the implant¿s position or the patient¿s physiology contributed to the clinical observation. The analysis revealed no indication of a device malfunction.